Event description:
It was reported that there was particulate matter (pm) in an exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as, ¿foreign substance (black or white)¿. The pm was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the manufacturing date will be provided after the evaluation is performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between february 17th-18th, 2023. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.